Event description:
A report was received that a patient had difficulty charging the ipg due to its positioning. The patient will undergo a revision procedure. Additional information was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the battery was repositioned at the upper buttock. No device malfunction was suspected. The patient was doing well post operatively. Additional information received stated the patient underwent the revision procedure to reposition the device due to migration.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the battery was repositioned at the upper buttock. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that a patient had difficulty charging the ipg due to its positioning. The patient will undergo a revision procedure.

Event description:
A report was received that a patient had difficulty charging the ipg due to its positioning. The patient will undergo a revision procedure.